Manufacturer narrative:
(B)(4). Date sent: 09/13/2019.

Manufacturer narrative:
(B)(4). Date sent: 10/08/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 19821 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2019. On what date did the explant take place? (B)(6) 2019. What is the product code for the linx device that was removed? Lxmc14. What is the lot number of the linx device? 19821. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Very severe. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. What was the reason for removal of the linx device? Redundant question was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that post implant of a linx device that the patient had intractable dysphagia. Despite several dilation attempts it was not resolved. Device was removed without incident and patient received a nissen fundoplication. There were no adverse patient consequences. Pre-existing condition was gerd.